Manufacturer narrative:
A ge representative contacted the customer and determined that a corrupt patient database was involved. Removed patient database and verified image storage. System operates as intended.

Event description:
It was reported that the 9800 system had images not storing correctly. No patient injury was reported.